Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding an "allergic type reaction" involving simplex bone cement was reported. The event was not confirmed. Medical records received and evaluation: clinician review of the provided records concluded "there is no documented confirmation of the complaints listed in the event descriptions. There is no evidence that the stryker simplex cement, which is the only stryker product involved in the bilateral total knee arthroplasties, is in any way related to the vague complaints listed in the event description." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.

Event description:
Update doa 05-nov-14: as per patient, surgeon will not be revise at this time.

Event description:
It was reported that the patient stated her face, eyes, arms and legs are swollen following her implant surgeries and she is constantly in pain. Her implants are competitor product with stryker cement. She has trouble bending her knee to perform daily activities. Swelling, discomfort and allergic type reaction is progressively getting worse. Her condition is causing her severe depression.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device remain implanted.